Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer's call was reviewed and it was clarified that the customer was off the insulin pump for greater than 48 hours.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer clarifies that they were off the insulin pump for 3 to 4 days while they experienced high blood glucose levels.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a battery out limit alarm. They stated that they were off pump therapy because they did not have supplies and had just put a battery in the pump and received the alarm. Customer's blood glucose was 432 mg/dl. They said that the alarm occurred after the battery change. They were also assisted in reprogramming time and date. The basal rates were checked for accuracy and were all there. They said that he batteries were out of the pump greater than the duration allowed and it was explained that this was normal pump behavior. The insulin pump will not be returning for analysis.